Event description:
On (B)(6) 2008, a gore excluder aaa endoprosthesis trunk-ipsilateral leg component and a contralateral leg component were used to treat a pt. The final angiogram revealed a proximal type I endoleak. The physician decided to implant an aortic extender component. Upon deployment, the device jumped down 5 mm distal and covered the left renal artery. The physician placed a wire between the trunk-ipsilateral leg component and aortic extender component. The physician was able to cannulate the renal artery and push the aortic extender component down into the trunk-ipsilateral leg component. The pt tolerated the procedure and is doing well.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.